Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician felt resistance when removing the neuron 6f 070 delivery catheter (neuron 070) from the packaging mandrel. The tip of the neuron 070 was found stuck to the mandrel and, therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Results: the packaging mandrel was loose from the packaging tape and the packaging tape was torn. The neuron 070 was still seated on the packaging mandrel. The neuron 070 catheter was able to slide approximately 2.0 cm distal on the packaging mandrel. The neuron 070 was attempted to be retracted from the packaging mandrel and was unable to be removed from its packaging. Conclusions: evaluation of the returned neuron 070 revealed a device unable to be removed from its packaging mandrel. If the device is slid underneath the packaging tape, the device may be adhered onto the packaging mandrel by the packaging tape and subsequently unable to be retracted from the packaging. This likely contributed to the reported experienced resistance when removing the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.